Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple issue. The customer stated that buttons on insulin pump were only accessible by hard press. Customer stated that battery last less than week and sometimes pump reject new batteries. Customer also reported not receiving alarm in case of no insulin delivery resulting in the high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.